Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The analog pcb assembly was then removed for further examination. It was determined that the cause of the reported issue was due to integrated circuit (ic), designator u1. Leg 16 of u1 was fractured. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. Upon evaluation of the customer's device, physio observed that when attempting to shock that the defibrillation energy output was reduced and there was a loss of the positive portion of the biphasic output waveform. As a result, adequate defibrillation may not be possible. There was no patient use associated with this event.